Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and advised the customer to contact them if the malfunction recurred. The customer understood and acknowledged the guidance.